Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis was unknown. The patient was hospitalized for the event the day after event onset. On the same day as being admitted to the hospital, the patient began treatment for the peritonitis with vancomycin (dose not reported), peptacid, 1 gram, and meropenem, 1 gram (frequencies and routes were not reported). At the time of this report, dianeal therapy was ongoing. No additional information is available.